Event description:
A customer reported a 1 ml fluid leak from the coulter lh780 hematology analyzer. The leak was not contained within the analyzer. The customer was wearing a lab coat and gloves. There was no contact of the leak to mucous membranes or ope wounds. Medical attention was not sought. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the facility to evaluate the instrument.

Manufacturer narrative:
The fse found the green stripe tubing to the upper sheath coil vc12 loose. The fse fixed the leak by replacing the tubing with a longer piece and secured it to the vc12. (B)(4).